Event description:
Per the clinic, the patient sustained an impact to the head in (B)(6) 2012 (exact date not reported). Subsequently, the patient experienced a performance decrement, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
The results of an it test performed (B)(4) 2012 indicate no device malfunction; as previously reported and the patient is using the device. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.